Event description:
It was reported that the infusion set tubing was pull out from the quick release causing detachment on (B)(6) 2026. The infusion set was in use for two days and the site of insertion was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.